Event description:
Per received report: the coil stretched during placement into the aneurysm after two prior residio microcoils were placed successfully. The coil was entirely retrieved with no pt injury reported.

Manufacturer narrative:
The coil was returned severely damaged. The evidence strongly suggests that the coil became anchored in the coil mass or on the distal tip of the microcatheter. The coil was then stretched during retraction during repositioning. The circumstances of exactly how and where this damage occurred to the coil cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. It was found that the coil stretched during repositioning inside the aneurysm. For optimum product performance and to prevent potential complaints, the instructions for use (IFU) recommends the following, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter."